Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty power supply could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii video system center the power turned off, on and off button does not work during preparation for use for an unknown diagnostic procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed due to faulty power supply. In addition, the following non-reportable malfunctions were found during device evaluation: corroded top cover and bottom chassis. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.